Manufacturer narrative:
The product was not returned. Therefore an evaluation of the device performance was not possible. A review of the manufacturing records showed no anomalies. (B)(4).

Manufacturer narrative:
It was later reported to medtronic neurosurgery that the product returned for this report was actually a device return for a different report. The product for this report was discarded by the customer. Therefore an evaluation of the device performance was not possible. A review of the manufacturing records showed no anomalies. (B)(4).

Event description:
It was reported to medtronic neurosurgery that the proximal patient line tubing on a duet edms disconnected from the patient line stopcock when the patient turned his head and pulled on the tubing, twenty days after the device had begun its use. The edms was replaced immediately and the patient did not have any adverse outcome related to the disconnection. It was also reported that the patient is currently stable.

Manufacturer narrative:
The returned unit was patent. It did not meet requirements for the leakage test. The distal patient line tubing was observed to be d isconnected from the patient line stopcock. Adhesive was observed within the interior of the tubing to luer connection. The drip chamber stopcock was observed to be disconnected from the drip chamber. Adhesive was observed on the exterior and in the interior of the stopcock to drip chamber connection. A review of the manufacturing records showed no anomalies. (B)(4)

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.